Manufacturer narrative:
Voluntary medwatch report received: mw5158868.

Event description:
Voluntary medwatch received states that the low voltage lead was capped due to performance issue. There were no patient consequences.